Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient in his 40's, the device was unable to obtain an ECG signal via pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 updated and section h6 (medical device problem code) updated. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing with the returned accessories including impedance calibration test, defib/pacer stress testing, bench handling and defib cycling without duplicating the report. The pads were not returned for evaluation. The device was recertified and returned to the customer. Review of the device activity logs showed an impedance short. A short indicates the device is recognizing an impedance value below 5 ohms and is typically due to shorting the mfc for a self-test. A valid patient impedance is 15-300 ohms. The logs suggests the device was shorted via the test shorting plug. But we are unable to firmly establish. No trend is associated with reports of this type.